Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarm and resume insulin delivery.